Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible the foot displaced during foot closing by interaction with tissue. In certain situations when this occurs the foot will surf distally and become locked in place partially open or will surf out of the guide. In these conditions, actuation of the lever will not reset the foot leading to the difficult to open or close and possible entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement procedure. The first prostyle suture was successfully pre-placed. Reportedly, with the second device, after the lever was closed without issue, the device could not be withdrawn. Attempts were made to withdraw the device by re-opening and re-closing the lever and re-positioning the device, but it remained stuck. The physician then attempted to open the handle and the device fell apart; however, it was able to be removed. As there was still significant bleeding, a vascular surgeon was called in. Vessel damage was found and was treated during the surgery. Hemostasis was achieved via surgery. A clinically significant delay was reported; however, there was no adverse patient sequela. No additional information was provided.